Event description:
It was reported that the video system center had an issue in which the image on the monitor disappeared and after turning it on was flickering, and a scope communication error (e226) was displayed. The event occurred during inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3,h4, h6, h11 corrected fields: h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in receiver module a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection in receiver module should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.